Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the pump and catheter were replaced on (B)(6) 2014 due to the symptoms.

Event description:
It was reported that a change in therapy effect occurred. Several weeks ago, beginning on 2014 (B)(6), the patient started having withdrawal symptoms. The symptoms would come on ¿always after activity¿ and it was noted the patient played wheelchair basketball. It was later clarified the symptoms seemed to occur with movement, when the patient was upright in her moving chair. The symptoms would typically go away after a couple of hours or when the patient was lying down. Symptoms included spasms, itching, nausea, and headaches. The patient would be given oral baclofen and the symptoms would subside. It was reported that on the date of this report, the patient had leg pain, was ¿over a bowl gagging¿ and had a headache. No pump alarms were reported. It was then reported they had done a dye study, CT scan, MRI, blood work, urinalysis and ¿nothing is showing¿ although the patient was still having symptoms. It was reported, the reporter was ¿assuming it¿s a small tear¿ in the catheter and wanted to know what could be done. The pump was refilled on 2014 (B)(6) and on 2014 (B)(6) they tried to pull out all of the medication and there was reportedly ten percent extra in the pump at that time. All of the baclofen was then withdrawn and replaced to ensure the baclofen wasn¿t from a ¿bad batch¿. They also pulled back from the catheter and pulled csf (cerebrospinal fluid) and had that tested. It was then reported that on 2014 (B)(6), they ¿reset the dose¿ so the patient would get a bolus of 15mcg in the evening at 6pm. It was noted, the health care provider (hcp) only oversaw ten pump patients. The device system was used to deliver baclofen. Later, the same day, records of the patient¿s symptoms and dates they occurred were provided. The first record showed 12 symptomatic episodes in 15 days. Between the hours of 4pm to 6pm there were three symptomatic episodes, between 3pm to 7pm there were 7 symptomatic episodes and between 1pm to 10pm there were 11 symptomatic episodes. It was noted the patient took nora-be after 6pm (birth control). After 6pm there were 4 symptomatic episodes. On 2014 (B)(6), the symptoms began at 9pm, on 2014 (B)(6) they began at 4pm, on 2014 (B)(6) at 10 am a change in the pump dose occurred, on 2014 (B)(6) the symptoms began at 5pm, on 2014 (B)(6) they began at 8:30 am, on 2014 (B)(6) they started at 5:30pm, then on 2014 (B)(6) they started at 6:30pm, on 2014 (B)(6) the symptoms started at 10am, on 2014 (B)(6) a change in the pump dose occurred at 2 pm. Then on 2014 (B)(6), the symptoms began at 9 pm, on 2014 (B)(6), the symptoms began at 3:30 pm, on 2014 (B)(6) the symptoms started at 3 pm, on 2014 (B)(6) they started at 4:30 pm, then on 2014 (B)(6) a dose change occurred at 10:30 am and symptoms started later that day at 1:30 pm. The second record provided the type of symptoms the patient experienced on dates ranging from 2014 (B)(6) to 2014 (B)(6). On 2014 (B)(6) and 2014 (B)(6), the patient experienced leg spasm. Then on 2014 (B)(6), the patient experienced itching/creeping and leg pain. On 2014 (B)(6), the patient experienced a headache which was noted to be a side effect of the nora ¿ be and the patient experienced leg pain. On 2014 (B)(6), the patient continued to experience leg pain. On 2014 (B)(6), the patient experienced a headache, again noted to be a nora-be side effect, as well as leg spasm, itching/creeping and leg pain. On 2014 (B)(6), symptoms consisted of leg spasm, dizziness and nausea. The dizziness and nausea were noted to be side effects of the nora ¿ be. On 2014 (B)(6) symptoms consisted of leg spasm. On 2014 (B)(6), the patient had a headache and nausea from the nora-be as well as leg pain. On 2014 (B)(6), the patient had a headache and nausea from the nora-be as well as back and leg pain. On 2014 (B)(6), the patient experienced vomiting and back pain. Lastly, on 2014 (B)(6) the patient experienced itching/creeping as well as nausea from nora-be. Additional information received noted that the catheter was originally placed 8 years ago. It was noted that on 2014 (B)(6) the expected volume was 7.5 ml but 8.5 ml was the actual volume. On 2014 (B)(6), the expected reservoir volume was 33.2 ml and the actual volume removed was 34.0 ml. The cause of the volume discrepancy was reportedly unknown, but an intermittent kink was suspected. A revision reportedly had not occurred "yet" but likely would. It was noted that the catheter was accessed on 2014 (B)(6) with good csf return. A dye study, fluoroscopy, and then a CT scan were performed on 2014 (B)(6). It was noted that there was no issue determined through the diagnostics as the patient had dye in the intrathecal space. The patient was still experiencing "intermittent withdrawal" which included symptoms of spasm, headache, itching, nausea approximately 3-5 days per week, towards the end of the day.

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2007 (B)(6); product type catheter product ID 8711, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter; product ID 8711.

Event description:
Additional information received reported that the patient had muscle spasms. The reporter stated that the patient had a microtear. The patient started to go through withdrawal a week after implant of the new pump and catheter. The patient had surgery to repair the catheter issue (pulled out of spine). The caller said that the catheter was left it in the lumbar region because the catheter could not be placed in the thoracic spine.

Event description:
Additional information received reported the catheter couldn¿t draw back. The patient experienced an increase in spasticity. An x-ray was performed and found the catheter was pulled out of the intrathecal space. During the procedure to investigate the catheter, the catheter was found coiled up subcutaneously at the spinal incision. The reason for infusion device removal was reported as battery depleted. The patient¿s status after device removal was recovered without sequela and was receiving effective therapy. The pump was used to infuse lioresal.